Event description:
It was reported by the customer that a pyxis medstation es system tower door 2 is failed, which cause delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door 2 is failed. During device inspection field service engineer recovered the tower door. The system functioned as intended after the field service engineer serviced the device.